Event description:
It was reported that the rv header port of the pulse generator would not accept the connector of the lead. After several attempts, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.